Event description:
It was reported that the customer was getting air bubbles in her reservoir. Her blood glucose was 99mg/dl at the time of reporting. She was walked through the filling process and was able to successfully do so without air bubbles. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.